Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10 mg/ml for a total dose of 10.656 mg/day via an implantable pump. It was reported during refill visit on (B)(6) 2016 and prior to the refill, the programmer expected reservoir volume was 6.9ml and the actual residual volume removed from the pump reservoir was 16ml. It was noted that this was outside the flow rate accuracy specifications. No action was taken. No further patient complications were reported.